Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 200 mg/dl. Customer was hospitalized due seizure and fall. Customer treated low blood glucose with glucagon and fell out due to pain. Customer was experiencing lost sensor and was advised that sensor would be replaced.